Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of samples exhibited low testosterone levels using the sciex 5500 lcms system. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 15-sep-2025. Investigation summary: bd received 11 customer samples for investigation. However, these samples were unable to be tested as bd does not have protocol for testing testosterone. A total of 30 retained samples were subjected to a visual inspection for additive and gel defects. All 30 retained samples passed the inspection. Further clinical testing could not be conducted as certain assays, in this case testosterone testing, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results-tonal testosterone. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of samples exhibited low testosterone levels using the sciex 5500 lcms system. No adverse impact was reported regarding the patient or user.